Event description:
Revision surgery occurred for pt with a unicondylar knee implant. Pt was revised to another implant system.

Manufacturer narrative:
Revision surgery occurred for pt with a unicondylar knee implant. Pt was revised to another implant system. Review of the device history record indicates that the device was manufactured to specification.